Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip jumping. It was reported that during device preparation of the clip delivery system, an unusual resistance was felt turning the arm positioner to open the clip and the clip jumped several times. The device was not used in the patient. Another cds was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned, but the reported physical resistance (arm positioner) and difficult to open or close (clip jumping) were not confirmed during the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported physical resistance and difficult to open or close (clip jumping) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.